Manufacturer narrative:
Investigation into this complaint concluded it was related to a previously confirmed investigation. Complaint documents completion of tsb 640-139 and clearly indicated adjusted or failed for the adu board values. Urgent field safety notice / field correction recall (fa-am-dec2021-263) and a technical service bulletin were issued december 6, 2021 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on november 6, 2021. The following mdrs were also reported as related to fa-am-dec2021-263 (482-risk): 3005248192-2021-00115 follow up report 1 3005248192-2021-00443 3005248192-2021-00445 3005248192-2021-00508 3005248192-2021-00509 3005248192-2021-00510 3005248192-2021-00511 3005248192-2021-00512 3005248192-2021-00513 3005248192-2021-00514 3005248192-2021-00515 3005248192-2021-00516 3005248192-2021-00517 3005248192-2021-00518 3005248192-2021-00519 3005248192-2021-00520 3005248192-2021-00521 3005248192-2021-00522 3005248192-2021-00523 3005248192-2021-00524 3005248192-2021-00525 3005248192-2022-00003 3005248192-2022-00013 3005248192-2022-00014 3005248192-2022-00015 3005248192-2022-00018 3005248192-2022-00020 3005248192-2022-00021 3005248192-2022-00022 3005248192-2022-00025 3005248192-2022-00026 3005248192-2022-00027 3005248192-2022-00028 3005248192-2022-00029 3005248192-2022-00033 3005248192-2022-00034 3005248192-2022-00035 3005248192-2022-00036 3005248192-2022-00037 3005248192-2022-00038 3005248192-2022-00039 3005248192-2022-00040 3005248192-2022-00041 3005248192-2022-00042 3005248192-2022-00043 3005248192-2022-00058 3005248192-2022-00059 3005248192-2022-00060 3005248192-2022-00061 3005248192-2022-00062 3005248192-2022-00071 3005248192-2022-00072 3005248192-2022-00073 3005248192-2022-00074 3005248192-2022-00075 3005248192-2022-00076 3005248192-2022-00078 3005248192-2022-00079 3005248192-2022-00080 3005248192-2022-00081 3005248192-2022-00082 3005248192-2022-00083 3005248192-2022-00084 3005248192-2022-00085 3005248192-2022-00086 3005248192-2022-00087 3005248192-2022-00088 3005248192-2022-00089 3005248192-2022-00090 3005248192-2022-00091 3005248192-2022-00092 3005248192-2022-00093 3005248192-2022-00094 3005248192-2022-00096 3005248192-2022-00097 3005248192-2022-00098 3005248192-2022-00099 3005248192-2022-00100 3005248192-2022-00103 3005248192-2022-00104 3005248192-2022-00105 3005248192-2022-00107 3005248192-2022-00108 3005248192-2022-00109 3005248192-2022-00110 3005248192-2022-00111 3005248192-2022-00112 3005248192-2022-00113 3005248192-2022-00117 3005248192-2022-00118 3005248192-2022-00119 3005248192-2022-00126 3005248192-2022-00127 3005248192-2022-00128 3005248192-2022-00129 3005248192-2022-00130 3005248192-2022-00131 3005248192-2022-00132 3005248192-2022-00145 3005248192-2022-00146 3005248192-2022-00147 3005248192-2022-00148 3005248192-2022-00153 3005248192-2022-00154 3005248192-2022-00155 3005248192-2022-00156 3005248192-2022-00157 3005248192-2022-00158 3005248192-2022-00159 3005248192-2022-00167 3005248192-2022-00168 3005248192-2022-00169 3005248192-2022-00170 3005248192-2022-00171 3005248192-2022-00172 3005248192-2022-00173 3005248192-2022-00174 3005248192-2022-00176 3005248192-2022-00178 3005248192-2022-00182 3005248192-2022-00192 3005248192-2022-00193 3005248192-2022-00194 3005248192-2022-00195 3005248192-2022-00196 3005248192-2022-00197 3005248192-2022-00201 3005248192-2022-00202 3005248192-2022-00205 3005248192-2022-00206 3005248192-2022-00207 3005248192-2022-00208 3005248192-2022-00209 3005248192-2022-00210 3005248192-2022-00211 3005248192-2022-00219 3005248192-2022-00221 3005248192-2022-00265 3005248192-2022-00266 3005248192-2022-00268 3005248192-2022-00269 3005248192-2022-00270 3005248192-2022-00271 3005248192-2022-00273 3005248192-2022-00274 3005248192-2022-00275 3005248192-2022-00276 3005248192-2022-00278 3005248192-2022-00280 3005248192-2022-00281 3005248192-2022-00282 3005248192-2022-00283 3005248192-2022-00284 3005248192-2022-00285 3005248192-2022-00286 3005248192-2022-00287 3005248192-2022-00288 3005248192-2022-00300 3005248192-2022-00302 3005248192-2022-00305 3005248192-2022-00306 3005248192-2022-00307 3005248192-2022-00316 3005248192-2022-00318 3005248192-2022-00337 3005248192-2022-00386 3005248192-2022-00387 3005248192-2022-00388 3005248192-2022-00390 3005248192-2022-00391 3005248192-2022-00392 3005248192-2022-00393 3005248192-2022-00394 3005248192-2022-00397 3005248192-2022-00398 3005248192-2022-00399 3005248192-2022-00400 3005248192-2022-00401 3005248192-2022-00403 3005248192-2022-00404 3005248192-2022-00405 3005248192-2022-00406 3005248192-2022-00407 3005248192-2022-00408 3005248192-2022-00409 3005248192-2022-00410 3005248192-2022-00411 3005248192-2022-00412 3005248192-2022-00413 3005248192-2022-00414 3005248192-2022-00415 3005248192-2022-00418 3005248192-2022-00421 3005248192-2022-00422 3005248192-2022-00423 3005248192-2022-00424 3005248192-2022-00425 3005248192-2022-00426 3005248192-2022-00427 3005248192-2022-00428 3005248192-2022-00429 3005248192-2022-00431 3005248192-2022-00433 3005248192-2022-00434 3005248192-2022-00435 3005248192-2022-00436 3005248192-2022-00437 3005248192-2022-00438 3005248192-2022-00439 3005248192-2022-00440 3005248192-2022-00441 3005248192-2022-00442 3005248192-2022-00443 3005248192-2022-00444 3005248192-2022-00445 3005248192-2022-00446 3005248192-2022-00447 3005248192-2022-00448 3005248192-2022-00449 3005248192-2022-00450 3005248192-2022-00451 3005248192-2022-00452 3005248192-2022-00453 3005248192-2022-00454 3005248192-2022-00455 3005248192-2022-00469 3005248192-2022-00470 3005248192-2022-00471 3005248192-2022-00472 3005248192-2022-00473 3005248192-2022-00474 3005248192-2022-00475 3005248192-2022-00476 3005248192-2022-00477 3005248192-2022-00478 3005248192-2022-00479 3005248192-2022-00484 3005248192-2022-00485 3005248192-2022-00486 3005248192-2022-00487 3005248192-2022-00500 3005248192-2022-00507 3005248192-2022-00508 3005248192-2022-00509 3005248192-2022-00510 3005248192-2022-00511 3005248192-2022-00512.

Event description:
Ticket is related to execution of tsb 640-139, amp-detect optical adjustment upgrade procedure, which is performed to upgrade maintenance and diagnostics (m&d) 2303 on the alinity m system and to perform an analysis of the amp-detect units (adus) to determine if the board values are correct. For this serial number amp detect units (adu) 2 and 3 indicated adjusted. Issue is associated with reportable field action (fa-am-dec2021-263). There is no patient involved with this MDR as the board adjustment was performed by the abbott field service engineer.